Event description:
Pt was revised due to infection.

Manufacturer narrative:
Examination of the submitted insert did not reveal any mfg defects or anomalies. A search of the complaint database did not reveal any other reports for the product lot number. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported infection. No evidence was found suggesting product contribution to the reported event and the need to corrective action is not indicated. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.